Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of the device failing self-test was duplicated and attributed to a faulty solder joint on a transformer on the processor/bridge/pace board. The reported malfunction of the device restarting/rebooting on its own was not duplicated under test. The device was put through extensive testing without duplicating the malfunction. The associated multi-function cable was not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self-test and restarted/rebooted on its own. Complainant indicated that there was no patient involvement in the reported malfunction.